Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, via published literature, 4.5yrs post implant the valve failed due to stenosis or regurgitation? Or both? Patient experienced symptoms of heart failure. Per recent echo report; the left atrium was mildly dilated. The right atrium was moderately enlarged. There was no evidence for an atrial septal defect by 2d/color doppler. The estimated right atrial pressure is >15mmhg. There was moderate concentric left ventricular wall thickening with a normal cavity size. Suboptimal image quality to assess regional left ventricular function and preserved/normal contractility of the remaining segments. Overall left ventricular systolic function was low normal. There was beat-to-beat variability in the left ventricular contractility due to the irregular rhythm. The visually estimated left ventricular ejection fraction was 50-55%. Left ventricular cardiac index was normal (>2.5 l/min/m2). There was no resting left ventricular outflow tract gradient. A mildly dilated right ventricular cavity with normal free wall motion was noted. The aortic sinus was mildly dilated with a mildly dilated ascending aorta. The aortic arch was mildly dilated. A sapien-type aortic valve bioprosthesis was present, well seated with leaflets not well seen with high gradient, there was trace aortic regurgitation. The mitral valve leaflets were mildly thickened with no mitral valve prolapse. There was moderate mitral annular calcification and minimal functional mitral stenosis from the prominent mitral annular calcification. The mean mitral valve gradient was 6mmhg at a heart rate of 79 bpm. There was mild to moderate [1-2+] mitral regurgitation. It was noted that due to acoustic shadowing, the severity of mitral regurgitation could be underestimated. The pulmonic valve leaflets were normal, the tricuspid valve leaflets appeared structurally normal, there was trivial tricuspid regurgitation and moderate pulmonary artery systolic hypertension. The image had moderate concentric left ventricular wall thickening with normal cavity size and low normal global systolic function. Per imaging, there was mildly dilated right ventricle with normal free wall systolic function, mildly dilated aortic root and well seated sapien 3 tavr with echobright thickening (leaflets not well seen) and elevated gradient with trace aortic regurgitation. There was thickened mitral valve with moderate annular calcification, minimal functional mitral stenosis, mild to moderate mitral regurgitation, moderate pulmonary artery systolic hypertension. Tee revealed patient had stenosis, regurgitation, elevated gradient with trace aortic regurgitation. The patient received a 2nd valve

Manufacturer narrative:
No product was returned to edwards lifesciences for evaluation, therefore not visual inspection, functional testing or dimensional testing could be performed. Imagery was provided by the site and reviewed by a clinical imager and calcification presented on the leaflets. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The presence of calcification on the thv leaflets was confirmed based on provided imagery. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve degeneration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found during investigation of this failure mode. As reported, ''approximately 3 years and 10 months post implantation of a 26mm s3 valve in the aortic position, the valve has developed high mean gradients of 53mmhg, a peak velocity of 4.3m/s and valve are by continuity of 1.3cm2, which indicative of moderate-to-severe stenosis, and there was only trace aortic regurgitation.'' Per imagery review, patient had calcified leaflets. A definitive root cause was unable to be determined due to limited information provided; however, it was is possible that it was related to patient factors not provided and progression of the patient's disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to section g3 of the initial MDR. The aware date of the new information was 08/22/2023, not 09/22/2023 as initially reported.

Manufacturer narrative:
Correction to b5.

Event description:
As reported by field clinical specialist 3 years and 10 months post implant the valve failed due to stenosis. The patient experienced symptoms of heart failure. The patient required a second valve. Per most recent tee report, the aortic valve bioprosthesis is well-seated with leaflets not well seen with high gradient. There is trace aortic regurgitation. Per physician impression, the well seated sapien 3 tavr has echo-bright thickening (leaflets not well seen) and elevated gradient with trace aortic regurgitation. The peak velocity is 4.3m/s, peak gradient is 76mmhg, mean gradient is 53mmhg, with the valve area (continuity) = 1.3cm2. After reviewing the limited medical records provided, approximately 3 years and 10 months post implantation of a 26mm s3 valve in the aortic position, the valve has developed high mean gradients of 53mmhg, a peak velocity of 4.3m/s and valve are by continuity of 1.3cm2, which indicative of moderate-to-severe stenosis, and there was only trace aortic regurgitation.